Manufacturer narrative:
After further review of additional information received have been updated accordingly. It was reported that a power port of the controller ((B)(4)) was loose and an abnormal sound can be heard from speaker of back-up controller ((B)(4)). Two controllers, (B)(4), were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated (B)(4) met all requirements for release. Failure analysis of the returned devices revealed that both devices passed functional testing but only (B)(4) passed visual inspection. (B)(4) failed visual inspection due to a loose power port 1 connector. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors. The reported event of loose power port on (B)(4) was confirmed. However, the abnormal sound on (B)(4) was not confirmed, the back-up controller performed as expected. **other device involved in this event: controller /(B)(4). Di#: (B)(4). Date sent to manufacturer: 05/11/2017. Yes returned to manufacturer. Device manufacturer date: 04/09/2016. Labeled for single use: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was being seen for a routine clinic visit and the controller was found to have a loose power port. There were no alarms or issues noted. The controller was exchanged. However, the new back-up controller issued exhibited an abnormal sound from the speaker during set-up, possibly due to a dead internal battery. A new controller and another back-up controller were issued as replacements. Log files were sent. No further information is available.